Manufacturer narrative:
During a follow-up call on (B)(6) 2016, the customer was able to load a new cartridge successfully and resume insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 100 units of insulin. The customer reported a blood glucose level of 267 mg/dl, which was addressed with a manual injection. As the customer did not have additional insulin available during the time of the call, it was indicated that the customer would call back at a later time to complete troubleshooting.